Event description:
The customer stated that the insulin pump alarmed button error. The customer also stated that the insulin pump had been exposed to water. Troubleshooting was performed and the customer stated that the insulin pump screen was going dim when pressing the buttons. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage in the electronic assembly. The insulin pump also had moisture damage on the vibrator, motor and battery tube assembly. Unable to verify any alarms due to the blank display.